Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device expulsion ('device expulsion'), device breakage ('device breakage'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2014, gerd, hypertension, iron deficiency anemia, grand multiparity, paratubal cyst, post-traumatic stress disorder and caesarean section. Previously administered products included for an unreported indication: triamcinolone acetonide. Concurrent conditions included obesity and bloating. Concomitant products included lisinopril and sumatriptan succinate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraine/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy periods"), dermatitis allergic ("allergy:rash/skin condition / rashes or skin conditions type: not provided"), vaginal discharge ("bladder or urinary problems: vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psych injury / psychological or psychiatric problems condition: not provided"), bladder disorder ("bladder or urinary problems: bladder probes"), urinary tract disorder ("bladder or urinary problems- urinary problems"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal) type: not provided"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: not provided"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: not provided"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), myalgia ("muscle pain"), arthralgia ("joint pain") and complication of device removal ("complications from your essure removal procedure?- yes") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / weight gain / loss (specify which one)") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, device breakage, genital haemorrhage, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, vaginal discharge, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, gastrointestinal disorder, weight increased, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, uterine leiomyoma, endometriosis and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, back pain, myalgia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, bladder disorder, complication of device removal, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Were you advised of any complications from your essure removal procedure?- yes. Current weight 145 lbs. Normal endometrial cavity with 3 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Imaging procedure - on (B)(6) 2015: total bilateral occlusion(per pfs) complete occlusion of each fallopian tube as expected.(per mr); on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: migraine, pelvic pain, endometriosis, uterine fibroids, back pain, dysmenorrhea, dyspareunia, dyspareunia, decreased libido, anxiety, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device expulsion ('device expulsion'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), rash ("allergy: rash/skin condition"), vaginal discharge ("bladder or urinary problems: vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder or urinary problems: bladder probes"), urinary tract disorder ("bladder or urinary problems- urinary problems"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and skin disorder ("allergy: rash/skin condition") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, device breakage, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, rash, vaginal discharge, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, gastrointestinal disorder, weight increased and skin disorder outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015 00: diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) conducted (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : new events added - pelvic/ abdominal, apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, breakage/ expulsion, psych injury, perforation uterus, bladder/urinary problems: bladder problems., urinary problems, vaginal discharge, hormonal changes, migraine, gi conditions, weight gain were added. Reporter information was added. Outcome of event pain from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device expulsion ('device expulsion'), device breakage ('device breakage') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("bladder or urinary problems: vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder or urinary problems: bladder probes"), urinary tract disorder ("bladder or urinary problems- urinary problems"), migraine ("migraine") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, device breakage, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, vaginal discharge, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, gastrointestinal disorder and weight increased outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, bladder disorder, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-??-(B)(6)2015 00: diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: essure confirmation test(s) conducted (unspecified) showed bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device expulsion ('device expulsion'), device breakage ('device breakage'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2014, gerd, hypertension, iron deficiency anemia, grand multiparity, paratubal cyst, post-traumatic stress disorder and caesarean section. Previously administered products included for an unreported indication: triamcinolone acetonide. Concurrent conditions included obesity and bloating. Concomitant products included lisinopril and sumatriptan succinate. On (B)(6) 2014, the patient had essure inserted. In october 2015, the patient experienced migraine ("migraine/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy periods"), dermatitis allergic ("allergy:rash/skin condition / rashes or skin conditions type: not provided"), vaginal discharge ("bladder or urinary problems: vaginal discharge"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), psychological trauma ("psych injury / psychological or psychiatric problems condition: not provided"), bladder disorder ("bladder or urinary problems: bladder probes"), urinary tract disorder ("bladder or urinary problems- urinary problems"), gastrointestinal disorder ("gi conditions"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal) type: not provided"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: not provided"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: not provided"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), myalgia ("muscle pain"), arthralgia ("joint pain") and complication of device removal ("complications from your essure removal procedure?- yes") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / weight gain / loss (specify which one)") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, device breakage, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, vaginal discharge, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, gastrointestinal disorder, weight increased, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, uterine leiomyoma, endometriosis and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, back pain, myalgia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, bladder disorder, complication of device removal, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-??-(B)(6) 2015. Were you advised of any complications from your essure removal procedure?- yes. Current weight 145 lbs. Normal endometrial cavity with 3 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Imaging procedure - on (B)(6) 2015: total bilateral occlusion(per pfs) complete occlusion of each fallopian tube as expected.(per mr); on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: migraine, pelvic pain, endometriosis, uterine fibroids, back pain, dysmenorrhea, dyspareunia, dyspareunia, decreased libido, anxiety, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Outcome events back pain and abdominal pain was changed from ¿recovered/resolved¿ to ¿recovering/resolving¿. Events:genital haemorrhage, abnormal bleeding vaginal, bladder infection, urinary tract infection, vaginal infection, psychological or psychiatric problems condition: not provided, rashes or skin conditions type: not provided, reproductive system disorder or condition type of disorder or condition: uterine fibroids, reproductive system disorder or condition type of disorder or condition: endometriosis, muscle pain, joint pain newly added. Reporter information updated. Patient demographic information updated. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device expulsion ('device expulsion'), device breakage ('device breakage'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2014, gerd, hypertension, iron deficiency anemia, grand multiparity, paratubal cyst, post-traumatic stress disorder and caesarean section. Previously administered products included for an unreported indication: triamcinolone acetonide. Concurrent conditions included obesity and bloating. Concomitant products included lisinopril and sumatriptan succinate. On (B)(6) 2014, the patient had essure inserted. In october 2015, the patient experienced migraine ("migraine/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ heavy periods"), dermatitis allergic ("allergy:rash/skin condition / rashes or skin conditions type: not provided"), vaginal discharge ("bladder or urinary problems: vaginal discharge"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), psychological trauma ("psych injury / psychological or psychiatric problems condition: not provided"), bladder disorder ("bladder or urinary problems: bladder probes"), urinary tract disorder ("bladder or urinary problems- urinary problems"), gastrointestinal disorder ("gi conditions"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal) type: not provided"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: not provided"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: not provided"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), myalgia ("muscle pain"), arthralgia ("joint pain") and complication of device removal ("complications from your essure removal procedure?- yes") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("weight gain / weight gain / loss (specify which one)") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, device breakage, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, vaginal discharge, female sexual dysfunction, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, gastrointestinal disorder, weight increased, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, uterine leiomyoma, endometriosis and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, back pain, myalgia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, bladder disorder, complication of device removal, cystitis, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date-??-(B)(6) 2015. Were you advised of any complications from your essure removal procedure?- yes. Current weight 145 lbs. Normal endometrial cavity with 3 coils visible on the left and 3 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Imaging procedure - on (B)(6) 2015: total bilateral occlusion(per pfs) complete occlusion of each fallopian tube as expected.(per mr); on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: migraine, pelvic pain, endometriosis, uterine fibroids, back pain, dysmenorrhea, dyspareunia, dyspareunia, decreased libido, anxiety, vaginal haemorrhage, menorrhagia, endometriosis, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Outcome events back pain and abdominal pain was changed from ¿recovered/resolved¿ to ¿recovering/resolving¿. Events:genital haemorrhage, abnormal bleeding vaginal, bladder infection, urinary tract infection, vaginal infection, psychological or psychiatric problems condition: not provided, rashes or skin conditions type: not provided, reproductive system disorder or condition type of disorder or condition: uterine fibroids, reproductive system disorder or condition type of disorder or condition: endometriosis, muscle pain, joint pain newly added. Reporter information updated. Patient demographic information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.